Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2014 with the following findings: there were pump reboots observed in the black box history following replace battery alarms. There was evidence of partially charge batteries being installed during the battery change. The battery compartment was cracked. The battery cap was not returned with the pump, so a test cap was used and was able to fully attach to the pump. The pump completed the 24 hour duration test with no power interruptions during that time. The pump cover was removed and there was no evidence of internal moisture found. Unrelated to the original complaint, the display screen was observed to have a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the user experienced a blood glucose greater than 250 mg/dl, but less than 500 mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.